Event description:
It was reported the patient was going in for a second surgery on (B)(6)-2013 and they were ¿having problems.¿

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).